Event description:
Info received indicates the right intermediate siderail is not latching.

Manufacturer narrative:
Tech found the siderail was bent. He replaced the right intermediate siderail assembly to repair the bed.